Manufacturer narrative:
It was reported that the customer repaired the latch. No ge healthcare repair performed. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported that the breathing circuit is not latching which could cause a loss of mechanical ventilation. There was no report of patient involvement.